Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was damage to the waist pack. The strap was separating from the waist belt. The waist pack was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The waist pack was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving separation of the strap from the belt on the waist pack can be attributed, but not limited, to wear and/or the handling of the pack. If information is provided in the future, a supplemental report will be issued.